Event description:
Customer was hospitalized for dka. Prior to the event, the customer was vomiting. The cause of the event could not be determined by the md. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The family member was educated on the two hbg rule and to call back when clamp arrives to do further troubleshooting.